Manufacturer narrative:
Insulin pump received with blank display due to moisture damage to the electronic assembly. Unable to verify frozen screen or scrolling numbers anomaly due to the blank display. A scratched display window also noted.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.